Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they had been having lots of problems with recharging the ins today. Pt said that today things were a bit different too. Caller said that they charged the controller up to 100% every night. Pt said that they checked the ins battery this morning and it was at 0% even though it was at 100% last night. Caller said that the pt would just lay in bed for ten hours and wouldn't hardly move. Caller said that they had been charging the ins now for an hour and a half with an excellent recharging connection the whole time, however the ins was still at 0%. Caller said that the controller was at 100% when they first started charging the ins and now the controller was at 70%. Caller checked the batteries screen during the call and saw that the ins battery then went to 30%. The equipment was working as intended and ins was recharging as intended during the call. Agent advised the caller to monitor the equipment/ins recharging and call ps back if needed. Agent reviewed with the caller that the ins battery depletion was based on therapy settings/usage. Agent asked the caller if the therapy settings had been changed recently; caller said that the therapy settings were not changed intentionally. Caller said that this was the first time ever that the issue had occurred and that the ins had been down to 0% several times in the last few months.